Event description:
While performing a pulmonary biospy the handle of the biopsy forceps locked in the open position hindering removal of the device from the bronchoscope. The scope and forceps were removed as a unit without incident. However, upon inspection of the forceps one cup of one of one jaw appeared missing. Bronchoscopy allowed visualization of the jaw segment within the bronchus. An attempt at retreival, utilizing grasping forceps via the bronchoscope and no complications ensued from this incidentdevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.